Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that first implant was explanted in (B)(6) 2008, reason for explant was a (B)(6) infection. The patient was reimplanted (B)(6) 2008 and was doing fine. If additional information is received, a follow up report will be sent.